Event description:
Elderly male with history of pvc (premature vascular contraction). Procedure: electrophysiology study with ablation. Wire was introduced into patient¿s left femoral artery through a cook needle. When removing wire through needle a piece of the hydrophilic coating sheared off on the tip of the needle. The coating appears to be lodged in soft tissue under the skin based on fluoroscopy. Observed overnight and discharged the next day with decrease in pvcs. Manufacturer response for wire, guide, catheter, zipwire (per site reporter). Will obtain.